Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the most probable cause of accumulation of foreign material could not be established. Moreover, the most probable cause of additional malfunctions is traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the ultrasound gastrovideoscope exhibited damaged acoustic lens, peeled adhesive around objective lens and foreign objects on light guide cover glass. There was no patient involvement.